Manufacturer narrative:
G4: 11sep2020. B4: 15sep2020. An authorized service personnel(asp) was dispatched to the customer site and confirmed the reported problem. The asp recalibrated the touchscreen to resolve, no replacement parts were required. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10aug2020; b4: 19aug2020. The device was being used on a patient at the time of the event. There was no patient or user harm reported. H10: the customer did not respond to the service order quote. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported problem and its resolution are available. The service order was closed if the customer requires further assistance; a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.